Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained low blood glucose. Called the paramedics and her blood glucose was 76 mg/dl. Paramedics gave her sugar water and her blood glucose rose to 570 mg/dl and she was hospitalized due to high blood glucose. Nothing further was reported.